Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is unable to rewind. The customer's blood glucose reading was 179 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was stuck during the rewind process due to faulty mother board. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to faulty motor. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.